Manufacturer narrative:
Device evaluation summary: the device was visually inspected and no apparent damage was found. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) hispanic female patient underwent an unknown breast surgery with mentor memorygel 350cc silicone breast implants that bilaterally deflated after implantation. Patient reported fatigue, sharp pain, muscle pain, fluid build up, joint pain, noticed visible change in implants, and pain. MRI examination confirmed left side leak.the issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2019. This report is for the right side.